Event description:
The report received from the (B)(6) study indicated that a patient was diagnosed with an instent restenosis of previously placed cypher. The patient had a cypher stent placed in the lad in 2007. At enrollment on (B)(6) 2010, a 2.5x18mm cypher stent was placed into the lad; distal to a previously placed cypher stent in a noncontiguous fashion. Although previous cypher stent noted to be patent, it was not reported that the index lesion was within 5mm of previously placed cypher stent. Approximately 9 months post index procedure, the patient underwent revascularization of the 95% instent restenotic lad lesion. The patient was admitted with a pulmonary edema that was diagnosed as an acute congestive heart failure. It was reported that the restenosis was noticed in the distal stent (index stent). A cypher stent placed in 2007 was noted to be patent; however it was unknown it the lesion was within 5mm of that stent. The cardiac enzymes were negative. The lesion was inside the previously placed cypher stent. There was a good wall apposition. No indication of dissection and thrombosis/clot. It was unknown if there was any stent placed for treatment.

Manufacturer narrative:
There was no sterile lot number information available thus no dhrs could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Congestive heart failure, while not specifically mentioned in the IFU, is a symptom of ongoing ischemic heart disease and this is a known potential adverse event associated with coronary stenting procedures. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00537 and 3003742446-2012-00538.

Manufacturer narrative:
Addendum: additional information in the revised source document indicated that the patient had undergone index procedure with a deployment of cypher stent to the dlad. Site has confirmed that the cypher stent that was placed in 2007 was implanted in the plad that was previously reported as lad. The index lesion and (B)(6) 2011 lesions were not within 5mm of 2007 stent. On (B)(6) 2011, the patient had a pci with a deployment of an unknown stent in the dlad. This new information does not change any reportability/determination in this file as the codes for reocclusion and chf were previously claimed to the index stent at the time of initial report. This is just to update the new information as received from the site. The report received from the (B)(4) study indicated that a patient was diagnosed with an instent restenosis, and congestive heart failure. This is an unknown patient of unknown medical history. The patient had a cypher stent placed in the proximal lad in 2007. At enrollment on (B)(6) 2010, a 2.5x18mm cypher stent was placed into the distal lad; distal to a previously placed cypher stent in a noncontiguous fashion. Although previous cypher stent noted to be patent, it was not reported that the index lesion was within 5mm of previously placed cypher stent. Approximately 9 months post index procedure; the patient underwent revascularization of the 95% instent restenotic lad lesion. The patient was admitted with a pulmonary edema that was diagnosed as an acute congestive heart failure. It was reported that the restenosis was noticed in the distal stent (index stent). A cypher stent placed in 2007 was noted to be patent. Additional information noted that the index lesion and (B)(6) 2011 lesions were not within 5mm of 2007 stent. The cardiac enzymes were negative. The lesion was inside the previously placed cypher stent. There was a good wall apposition. No indication of dissection and thrombosis/clot. On (B)(6) 2011, the patient had a pci with a deployment of an unknown stent in the distal lad. The event resolved/recovered. The cypher stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Congestive heart failure, while not specifically mentioned in the IFU, is a symptom of ongoing ischemic heart disease and this is a known potential adverse event associated with coronary stenting procedures. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors.